Event description:
A customer reported a malfunction with their pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if the issue happened again.